Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented to the emergency room with several syncopal spells due to apparent ventricular oversensing causing inhibition of ventricular pacing, leading to pauses in pacing of several seconds. Physician placed a magnet over the device to restore consistent pacing. Device check showed stable electrical values. There was several noise reversions recorded but the noise reversion segm trigger was not on. Noise could not be reproduced with isometrics or pocket manipulation. Programming changes were made. The patient will have an echo. Patient¿s condition was stable and will continue to be monitored.